Event description:
A healthcare worker complained of chest pressure and shortness of breath while working in a room where cidex opa was used. The symptoms lasted for two days and it is unnown if medical treatment was received. The worker no longer works with the solution and additional information has been requested.